Manufacturer narrative:
(B)(4). DHR review was performed and documented on the previous complaint report with no findings. 1 sample was received for analysis. Sample was received on its original header bag package. Sample does not show signs of patient use since the original packaging remains unopened. A label number lbl000847 r04 which shows the part number a-6000-08lf and batch number 74b1901316 was observed on the sample. During visual inspection it was noted cut marks (pics # 1 & 2), open cut (pics # 3 & 4), holes near bag seal (pics # 5, 6, 7, 8, 10 & 11) and damaged blue wrap (pic #9) on the unit. No other issues were found. During visual inspection, it was found different issues on the header bag. However, it is unknown how those cuts, holes & damages got produced on the sample since the packaging process were audit on the assembly line and it was observed that each unit being packaged as per wi-045 r07 (see last slide of the attached presentation) with enough controls in the manufacturing assembly process that can detect this condition prior shipping the material. Although damages on the header bag of the product were confirmed based on visual inspection performed to the sample provided, it is not likely that the damages were originated during the manufacturing assembly, therefore customer complaint cannot be confirmed as manufactured related. Some of the damages observed on the sample were caused by a cutter or a knife which were not used during the manufacture of this product; also one of the tears rip the wrap which indicates that the product was hit with an object somewhere on the distribution chain outside of the manufacturing facility control since there is no internal nc nor records that shows that this product suffer any damage during its manufacture.

Event description:
It was reported that the outer plastic of item is punctured and inside steri wrap is torn. Product is no longer considered sterile and cannot be used.

Manufacturer narrative:
(B)(4). The device history record of batch number 74b1801316 that belong to catalog number a-6000-08lf has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The device investigation is pending. Teleflex will continue to monitor and trend related event.

Event description:
It was reported that the outer plastic of item is punctured and inside steri wrap is torn. Product is no longer considered sterile and cannot be used.